Manufacturer narrative:
The device was found to produce straight shots. This was due to a worn tip.

Event description:
It was reported that tacks were breaking. Post evaluation the device was noted to produce straight constructs. Determined to be an MDR reportable malfunction on 03/09/2007.